Event description:
The manufacturer received information alleging the device would not initially power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device powered up as expected. Additional findings not related to the malfunction/issue was the real time clock drifting on the device. A reset was performed to correct this issue on the device. There were no parts replaced on the device. The device was scrapped.